Event description:
The complaint is reported as: "needle breakage when puncturing the subclavian vein". No patient harm reported. No medical intervention required. A new device was obtained for use. The patient's condition is reported as stable.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied photos showing the lid stock and the reported defect. The needle hub was broken and separated from the cannula. The image shows evidence of use. A device history record review was performed with no evidence to suggest a manufacturing related cause. The report that the needle hub separated from the cannula was confirmed through examination of the customer supplied photos. The image showed that the needle hub was broken and separated from the cannula. The device history record was reviewed with no evidence to suggest a manufacturing related cause. Based on the photo provided, design caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "needle breakage when puncturing the subclavian vein". No patient harm reported. No medical intervention required. A new device was obtained for use. The patient's condition is reported as stable.